Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, brown and red particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side pain. Healthcare professional reported right side "lump" under the armpit. Patient reported "thyroid cancer"; this event is not related to the device. Patient representative reported patient experienced "breast pain, grade iii capsular contracture and increased risk of alcl." The device has been explanted.